Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 284-high mg/dl). Pump supplies were changed and a bolus was delivered to address bg. Customer alleged pump was not delivering basal insulin. Tandem technical support reviewed the pump functions and customer acknowledged that the basal was being delivered.